Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was insulation damage obeserved. High voltage lead impedance was in normal range and stable. The lead was replaced and patient was reported to be in good condition.